Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4196 implantable pacing lead (B)(6) 2010 1488tc competitor implantable pacing lead (B)(6) 2003 0157 competitor implantable tachy lead (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) and leads were extracted due to ¿complete av block, im with ejection fraction 35% or less and endocarditis¿. A few days later the system was replaced. The patient was enrolled in thestarfix extraction study. No further patient complications have been reported as a result of this event.